Manufacturer narrative:
Insulin pump received with no button response due to flattened (escape, act, up and down) button dome switch (no crease). The keypad connector on j2 or lcd is locked properly during visual inspection. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was 171 mg/dl at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.